Event description:
It was reported that during oasys surgery the surgeon used a screw of the length of 12mm by mistake instead of a screw of length 14mm. Furthermore, the surgeon forgot to tighten the blocker using the torque wrench; after inserting rod into the screw head. There is no report of adverse consequences in this event to the patient.

Manufacturer narrative:
Method: device history review; complaint history review; results: there was no failure associated with the oasys 3.5 x 12mm polyaxial screw, catalog #48552312, therefore this a concomitant product which was initially reported on. An investigation was performed on the nonconforming product be an oasys 3.5 x 240mm rod, catalog # 48552240. The product was reported to be an oasys 3.5 x 240mm rod, catalog # 48552240. No lot number was provided as the product remains implanted. The oasys 3.5 x 240mm rod was confirmed by the surgeon (via the stryker rep) to have missed the step of tightening down the blockers that hold the rod in the tulips of the polyaxial screws. The patient is being monitored. Conclusion: currently there is no failure associated with this event.

Event description:
It was reported that during oasys surgery the surgeon used a screw of the length of 12mm by mistake instead of a screw of length 14mm. Furthermore the surgeon forgot to tighten the blocker using the torque wrench; after inserting rod into the screw head. There is no report of adverse consequences in this event to the patient.